Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a (B)(6) infusor sv (small volume) underinfused during a patient infusion. This was identified after use at the hospital. The device had been filled with fluorouracil (5-fu) and saline to a total fill volume of 115ml. The expected medication delivery time was 46 hours, however, the actual delivery time was approximately 60-62 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.